Manufacturer narrative:
The device had not been returned to the manufacturer as of the date of this report. A supplemental report will be sent after evaluation if the device is received.

Event description:
It was reported that when using a laparoscopic clip applier through the device, blue bits/material caught on the end of the clip applier and clip. The clip applier with clip attached were removed from the abdomen through the device. The clip was removed from the applier and the end of the applier cleaned. Additional information reported indicated that a piece of the inner device did break off when the clip applier went through it. No pieces appeared to be left in the patient. The device was not replaced and was continued to be used. There was no apparent patient injury.